Manufacturer narrative:
The technician replaced the brake/steer caster and brake block assembly to repair the bed.

Event description:
The technician indicated the casters are not holding in brake mode.